Event description:
Ultrafiltration not turned on at the start of renal dialysis treatment. The length of dialysis was extended by 35 minutes. There was no injury to the patient. Staff education was provided.